Manufacturer narrative:
The manufacturer previously reported that this report is being submitted as a follow-up final as new information regarding a third-party analysis finds the following: a 'battery not charging fault" error was found in the error log. The battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The device has been recieved and not yet been evaluated by the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete